Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Visual examination, electrical testing and specification measurements were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray was performed and further confirmed lead dislodgement. The lv lead was explanted and replaced. Patient condition was stable.